Manufacturer narrative:
The ventilator was received without the customer owned pigtail adapter. A visual inspection of the ventilator revealed the power flex circuit component, jp4 pin 2 was burned. The power flex circuit was replaced to correct the problem that was found during service.

Event description:
It was reported that the ventilator had a damaged input pigtail. The pigtail lemo came off and the ventilator was damaged when the customer attempted to put the pigtail back on.